Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by nurse that the customer had high blood glucose and was hospitalized. The customer stated the pump is not delivering insulin. The customer was transported through ambulance. The customer's blood glucose ranged between 355 mg/dl - 405 mg/dl. The customer stated they delivered a bolus, no alarms to indicate the bolus was not delivered properly.